Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. Additional information obtained from the field representative indicates that the patient started to feel diaphragmatic stimulation and it was then determined that this ra lead was dislodged. The physician had it surgically abandoned and new lead was replaced in order to alleviate the patient symptom. No additional adverse patient effects were reported.